Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, intermittent capture, and high pacing impedance. The rv lead was capped and new rv lead implanted. No patient complications have been reported as a result of this event.